Event description:
During service by baxter (B)(4) a colleague infusion pump was found to have main battery harness replaced, which had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.92.

Manufacturer narrative:
(B)(4). Evaluation: the device was received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be faulty main batteries. To correct this condition, the main batteries and battery harness were replaced. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).this device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.